Event description:
The customer reported that the ortho provue probe is dripping. The customer indicated that no error messages were posted. The customer indicated that testing was aborted and no erroneous results were reported. Probe issues and fluid leaks may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the probe was bent. Replacement of the probe and probe adjustments have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4)